Event description:
The patient reported that the down arrow button stops working intermittently and the buttons feel loose when pressed. The reporter denies water exposure and damage to keypad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.